Event description:
It was reported that, "the doctor used the reamer to denude the cartilage on the intermediate phalanx on toe #4. When he started to remove the reamer from the toe, the pin portion of the reamer broke off of the handle and stayed partially in the bone. The doctor was successful in removing the pin using a needle driver. No complications with the implant was reported."

Manufacturer narrative:
Additional information has been requested. If additional information is received it will be provided on a supplemental report.